Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 1. Gts assisted the care giver (cg) by advising that system error 2240 indicates that a large amount of air has entered the cassette. Gts had the cg cycle power and advised the cg that therapy has ended and will need to start over with new supplies. The home patient (hp) had disconnected during the dwell and not sure if they returned before the dwell ended. Gts advised the cg that if the hp disconnects during the dwell, then the hp must reconnect prior to dwell ending. The cg will start over with new supplies. Product surveillance spoke to the hp's dialysis nurse. She stated that she was not aware that the hp had the system error 2240 alarm and will follow up with the hp. She stated that as far as she knows, the hp is resuming therapy just fine on the cycler. No additional information was available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately control high. The medical surveillance specialist (mss) was not able to reach the patient by phone for a follow up call on (B)(6) 2010, since the patient does not have a phone number provided. On (B)(6) 2010, the mss was able to contact the patient by phone and was able to obtain and verify the following information. The patient informed the cca that her testing frequency is 3-4 times a day before each meal. The patient reported obtaining the alleged inaccurate control high readings of "152, 170, 407, 409 mg/dl" with the subject meter that may have began the day she contacted lfs or a day prior to contacting lfs. The patient stated indicated she manages her diabetes with novolog 70/30 based on the blood glucose readings and lantus insulins (20 units before bedtime). At the time of the alleged issue, the patient confirmed she did not want to take her insulin since she could not test on the subject meter. On the same day of the alleged issue at an unspecified time, the patient confirmed she was feeling nauseas, lightheaded, and excessively sweating after the start of the allege issue. In response to the symptoms, the patient stated she drank 2 small glasses of orange juice, a can of soda, and a bowl of oatmeal. An hour later, the patient claimed she felt better. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca was able to verify test strips were not expired, correct solution was used, and the testing procedure was correct. The patient was able to perform a control solution test; however the result did not fall within the specified range on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.